Event description:
Patient's legal representative stated chronic and recurrent uti's, mesh erosion, urgency, worsened urinary leakage, pain and e-coli colonized in the bladder from the defective mesh requiring additional medical care and treatment and ultimately surgical intervention.